Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this (B)(6) female patient with a 7300tfx 25mm mitral valve, implanted for 5 years and 4 months, underwent a valve-in-valve procedure due to severe stenosis and regurgitation. A tmvr was successfully performed using a 26mm sapien 3 valve. After the procedure, the patient was noted as to be hospitalized in stable condition.